Event description:
The instrument was used during a low anterior resection. It was reported the cdh stapler was fired correctly and without difficulty. When stapler was removed, it came out easily. The first donut had posterior staple line of the bowel. The anastamosis failed and surgeon had to handsew. This added 2 hours to the case. Surgeon awaiting pt response to hand-sewn anastomosis. Pt ok at this time. 5/20/97 surgeon was performing a low anterior resection and he was using the cdh33 and using a purse string on both proximal and distal portions of the anastomosis. Upon inspecting the donuts there were noted to be two complete donuts, but on the one donut from the rectum it was noted that it was thin in one area and did not appear to be full thickness. The examination of the anastomosis revealed a problem with an opening in the posterior portion of the anastomosis. Surgeon elected to redo the anastomosis using suturing technique. Surgeon indicated that he did not feel that there was a failure of the cdh33 but rather a problem with the purse string that did not allow full incorporation of the thickness of the bowel. Contributing to this situation was a long narrow pelvis with difficult exposure. There are no materials to examine. There is no current sequelae to the pt.